Event description:
Silicone implant in right breast. Implant was placed in 1974, migrated in 1972 and had to be explanted. Right breast developed a lump in 1973 and on 4/18/94 biopsy revealed malignancy and right modified mastectomy was performed. Lump discovered by internist. Mammography confirmed that a mass is present.